Event description:
Cochlear implant internal device failure. Family reported that cochlear implant stopped functioning normally in the middle of mo, resulting in inconsistent auditory responses to sounds. Device is scheduled to be replaced.